Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a pain in the center of his back. There are no allegations of a visible injury/rash. There was no alleged device malfunction contributing to the irritation. Patient reported seeing chiropractor for the lower back pain and wearing a magnetic necklace to help with pain in general. Patient reported that the back pain was resolved.